Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left bundle branch (lbb) right ventricular (rv) lead exhibited high thresholds and a slight downwards trend in impedance. An acute decrease in r wave was noted. It was reported that the lbb rv lead had dislodged. The right atrial (ra) lead also exhibited far field r-wave (ffrw) oversensing. The lbb rv lead was removed and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: this follow-up report is being submitted to correct the FDA device problem code submitted in the initial report. Upon further review it was determined that FDA device codes c19 and g07001 - were selected in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.